Manufacturer narrative:
Follow-up #1: date of submission 11/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated a drastic voltage drop resulting in a cs177 low battery warning and then cs128 replace battery alarm. During a visual inspection, the pump¿s case was observed to be cracked between the display lens and the case seal at the upper right corner. A leak test failed due a damaged case leak. During testing, the ez-prime steps were performed correctly. All current draws were found to be out of specification. The pump case was removed and moisture corrosion was found inside the pump to the display screen and to the cgm module. All current draws returned to specification after unplugging the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.